Event description:
It was reported that the patients Implantable Pulse Generator (IPG) would no longer hold a charge. The patient underwent an IPG replacement procedure and was doing well postoperatively. The explanted device was not returned.